Event description:
A malfunction was reported on the pump, identified by the malfunction code malf 16, with no significant events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) arranged to send a replacement pump to the customer. The customer opted for multiple daily injections as backup therapy until the new pump arrived.